Event description:
Reportedly, a 6900p valve was explanted at implant due to severe mitral regurgitation. The customer experience report states: severe mitral regurgitation after the surgeon implanted the valve. Valve was opened and implanted to the patient. An echo was performed by physician after the surgeon implanted the valve. Echo showed severe regurgitation. The surgeon removed the implanted valve and performed examination. They noticed some defective valve structure. One side of the valve leaflet 'kissing edge' was not properly closed.

Manufacturer narrative:
Evaluation summary: customer report of mitral regurgitation could be confirmed based on visual observation of suture loop. As received, the leaflets exhibit characteristic markings which indicate suture was looped around commissure 3. Suture track and permanent indentations were present on the free margins of leaflets 2 and 3 at commissure 3. These indentations were most likely left by sutures that were tied tightly down and against commissure 3, thus leading to a gap at the coaptation region. Customer photo was consistent with lab findings. No other inconsistencies were visually noted or in the x-ray, as the wireform is intact. Method: device returned. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Conclusion: suture loops occur when a suture is caught on the stent post or commissure and prevents the leaflets of a bioprosthetic heart valve from functioning properly. This occurs due to improper technique or poor visualization of the valve during implantation, and is not a malfunction of the device. In mild cases, it may go undetected and may cause mild regurgitation. In other cases, severe regurgitation may result which may be detected during the procedure or at some later time during the post-operative period, which may require reoperation. Edwards' valves have a specialized holder designed to prevent or minimize suture looping. The instructions for use (IFU) contain the following caution statement: caution: avoid looping or catching a suture around the open cages, free struts or commissure supports of the valve which would interfere with proper valvular function. The IFU further instructs the surgeon on how to avoid suture looping.

Manufacturer narrative:
Device evaluation pending receipt of device. Device evaluation pending receipt of device. The device was received by our facility in (B)(4) for decontamination and reshipment to (B)(4) for evaluation. A picture of the device after explant was provided. The picture depicts distortion of two leaflets and strongly suggests either a suture loop or subvalvular interference as the primary cause for explant of this device. This cannot be confirmed until receipt and evaluation of the device. No additional information has been provided.